Event description:
It was reported the procedure was abandoned because the temperature did not rise above 20 degrees, and the diathermy stopped working. As a result, the patient underwent a nerve block.

Manufacturer narrative:
Further information requested, but not yet received.

Manufacturer narrative:
The reported issue was confirmed. Based on the information provided to abbott and the investigation performed, the occurrence of the field reported issue was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No abnormalities were reproduced during the evaluation period. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).